Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet and could not unlock the device to perform a meal announce; the caregiver was advised to contact the care team for dosing guidance using backup therapy, and a replacement ilet was in transit. Symptoms included elevated blood glucose. Outcomes included use of backup therapy instructions and continuation of therapy pending replacement. Investigation included complaint intake, user troubleshooting and education, and monitoring for device alerts. Investigation of this case revealed an unclear cause for the hyperglycemia, with a reported device alert code 260 on the ilet; no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unknown.